Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of the complaint device and/or relevant applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record (DHR) did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials also revealed no deficiencies. Difficult or delayed positioning in this case, ''it was a case of a 29mm sapien 3, in aortic position by transcarotid approach. During procedure, it was not possible to perform the full alignment of the valve on balloon. When it was delocked, it was not able to pull balloon. And with the fine adjustment wheel, it didn''t have any impact neither.'' And as per medical opinion, ''the event is due to complex anatomy, constraints and tensions in delivery system''. Per IFU/training manual, if valve alignment is not performed in a straight section, there may be difficulties performing this step and if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving pressure (or tension) in the system will be necessary. In this case, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature due to the patient had a complex anatomy. This can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Difficult to remove in this case ''the valve was only expanded at the bottom. It was tried to remove the system with valve because the valve was just partially deployed. With a lasso, it was tried to reduce profile of partially deployed valve but valve was too open to go back through esheath''. As per IFU, the thv can be retrieved through the sheath only before thv deployment (still crimped). In this case, the valve was partially deployed. The increase valve profile likely prevented it from being able to retrieve back into the sheath. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, it is possible that patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section and withdraw partially deployed valve through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 29mm sapien 3, in aortic position by transcarotic approach. During procedure, it was not possible to perform the full alignment of the valve on balloon. When the inflation of the balloon started, an attempt to move the balloon failed because the system was blocked. The valve was only expanded at the bottom. An attempt was made to remove the system with valve because the valve was just partially deployed. Using a lasso, they tried to reduce the profile of partially deployed valve but valve was too open to go back through esheath. A new valve was prepared and was deployed in the correct position by transfemoral approach. Then, the commander of the first valve was cut and with the lasso, the partially deployed valve and distal part of the commander were positioned in the abdominal aorta where a cutdown was performed. The abdominal surgery with clamping was difficult and patient was very weak. The patient expired in the operating room. As per medical opinion, the event is due to complex anatomy, constraints and tensions in delivery system.